Manufacturer narrative:
Failure analysis on the returned motor controller (mc) board shows that the customer reported problem of ovp circuit failed was not duplicated. No problem found with this (mc) board.

Manufacturer narrative:
Patient information was requested and no response received.

Event description:
The customer reported that the ventilator alarmed with over voltage protection circuit failed error. The customer reported that the unit was in use on patient, but there was no patient harm reported.